Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device malfunction was due to the pneumatic block issue. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf188) relating to a safety assert system fault. There was no patient injury reported as a result of this incident.